Event description:
It was reported via sus voluntary event report, medwatch: mw5147593, that a right atrial lead was capped due to an unspecified failure. Further information was not available.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147593.